Manufacturer narrative:
Serial number has been provided to livanova and has been added to the dedicated d.4 section. H.10: a livanova field service representative was dispatched to the facility to investigate the device and could not confirm the reported issue. Subsequent functional verification testing was completed without further issues and the unit was returned to service. Based on the above facts and taking into account that technician did not found any hardware malfunction, it cannot be ruled out that the reported issue was related to perception issue or to non device related factors. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
There was no known patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6) livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received a report about a heater cooler device which required too much time to heat on patient side. No patient impact reported.